Manufacturer narrative:
Continuation of d11: product ID: 3889-28; lot#: va100ye; implanted: on (B)(6) 2015; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient reported that the rep encountered high impedance was what they were referring to. It was reported apparently the wires broke off due to the many falls they had. The cause of high impedance was not determined. The device was discarded.

Manufacturer narrative:
Date of event: event date is approximate, the month is valid. Concomitant medical products: product ID: 3889-28, lot#: va100ye, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient reported that in may they had an appointment with their healthcare professional (hcp). The hcp and a manufacturing representative (rep) determined that the lead was broken. The patient did not want to proceed with another device at this time, so they removed the device on (B)(6) 2020. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen by their doctor on (B)(6) 2020 where the rep checked the lead. Impedance was found to be out of range on all four leads (electrodes). The patient and hcp formulated a plan after the rep checked the lead. It was unknown why, but the patient also had other health issues that were warranting them not to proceed for replacement. They had also had the device off for some time.